Event description:
It was reported to boston scientific corporation that an advantage sling was used during a transvaginal tape procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2014, the patient underwent cystoscopy due to recurrence of cystitis. It was then found out that one centimeter of the sling eroded into the bladder. The physician removed the one centimeter eroding mesh. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Additional device info: the complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.